Event description:
It was reported that there was undefined resistance measured on the left ventricular (lv) lead. It was noted there was non capture and fracture on the lv lead. The lead was capped and a previously implanted lv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 8042b implantable pulse generator (ipg) implanted: 2005-(B)(6), 5076 implantable pacing lead x2 implanted: 2002-(B)(6), 5071 implanted: 2005-(B)(6). (B)(4).